Manufacturer narrative:
Complaint confirmed, even though the suture construct and implants were not returned, pushrod tab assembly # 2 was found to be disassembled from the trigger and wedged in the track due to obstruction of the cannula and preventing deployment of implant #2. The tip of the cannula was also found to be bent. Both triggers were found to be docked behind the bump, however likely causes of the event include improper deployment sequence and/or prying/leveraging the device leading to cannula obstruction.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the device was used for a meniscal repair procedure. First implant was deployed without any issues. When second anchor was about to be deployed, the button got stuck on the cinch and a piece of the plastic broke off on the track where button should slide forward. This causes the second anchor not to deploy and the surgeon had to cut the sutures and were unable to retrieve the fist anchor already deployed inside the meniscus. The surgery was completed successfully with a new device of the same part number. However, first implant remains inside of the patient.